Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with other empirical evidence based on information provided by the clinical specialist and available imaging evaluation. Available information suggests patient factors / anatomy (i.e., fibrous pml) and imaging factors during the procedure likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure where an slda occurred. The plan was to implant one pascal precision ace device in a lateral position in cause of a flail of the posterior mitral leaflet (pml). The first grasping was effective with a good reduction of the regurgitation, but a small part of the flail showed a small eccentric jet left so the physicians decided to try a new grasp a little bit more central. The result was not good, and the gradient was 5 so a second device was no option. The physicians tried two more times with different clocking configurations. The fifth grasp was very good in a good lateral position with a 2-8 clocking. The leaflet insertion was checked multiple times before the leaflet was grasped independent. Both leaflets lying flat on both paddles till the apex of the pascal ace. Meanwhile closing the device, it was seen that the insertion was effective and both leaflets came together after closing the device. Echo was checked before suture release, and it was fine. There was mitral regurgitation (mr) reduction from 4 to 0 and gradient was 4.46. Leaflet insertion was very good, so the physicians decided to release the device. The anterior mitral leaflet (aml) suture pull was fine. There were no echo changings and both leaflets were inserted in the device. Pml suture pull and on the halfway the echo gave the feedback that the pml was lost. The clinical specialist gave the option to bring another colleague live to the case via team, but this was rejected from the physicians. The physicians decided to try the bailout of the device in elongated position and advancing the gs. This maneuver was not successful so after discussion with echo, physician and the colleagues from cardiac surgery of further options for the patient there was the decision to release the device with the grasped aml and there was an slda of the pml during the release of the suture. The physicians decided not to try to stabilize the slda device in cause of high risk of hemodynamic issues. Mr was still 4 after the procedure. Patient was transferred to the ICU under general anesthesia. The physician's opinion is due to the severe underlying disease (liver cirrhosis), this was not a device related problem but a structural one. The grasped part of the pml must have been very fibrous. Initially a tendyne valve was considered but as per last follow up the patient was doing well and the tendyne valve was not implanted as it is not possible after CT screening.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : implanted.